Event description:
The customer claims that it was reading 150-200 mm of oxygen. There was patient contact but no injury was reported. The oxygen readins were up to 200 immediately after insertion. The surgeon tried to validate the placement by conducting a CT scan. CT scan was inconclusive. The im3.st was removed and a new system was not reinserted.